Event description:
During a vaginal hysterectomy, the pt suffered a burn to the left center labia when the surgeon did not protect the adjacent tissue during activation of the device. The burn site was treated with silvadene cream. No prolonged hospitalization was required.

Manufacturer narrative:
The device was discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.